Event description:
It is reported that a customer received a button battery-out alert on their insulin pump. The patient's blood glucose level was at 26 mmol/l. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the customer needed a new battery cap. The customer was sent a new battery cap. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.